Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head showed evidence of wear. Also evidence of fretting has been noted. Root cause of the event was most likely attributed to third party debris, joint laxity, subluxation or sub-optimal positioning; however, a conclusive root cause could not be determined.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided: date of birth - month and day unknown. Initial reporter - unknown. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2015 due to unknown reasons.